Manufacturer narrative:
(B)(4). Approximate age of device: 5 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was seen in the clinic on (B)(6) 2016 with complaints of lightheadedness. Laboratory values found that the patient's lactate dehydrogenase level was 5526 u/l. The patient's inr was 2.0, but reportedly had been 1.5 on (B)(6) 2016. The patient was admitted to the hospital. A ramp echocardiogram found that aortic valve was unable to close even at a pump speed of 11,400 rpm. The patient was started on a heparin infusion. The patient was transferred to another medical center on (B)(6) 2016 for evaluation for a possible heart transplant. However, on (B)(6) 2016 the patient received a pump exchange. It was reported that the patient expired two days after the pump exchange. No details were provided regarding the patient's condition immediately prior to the pump exchange, the post-operative course, or the cause of death.

Manufacturer narrative:
Thrombus was confirmed during the evaluation of the returned pump. Examination of the pump upon disassembly, revealed thrombus formations surrounding the inlet bearing cup and ball. The thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of the thrombi and their areas of denaturation indicate that they likely developed at this location over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of the thrombus formation could not conclusively be determined through this evaluation, it could have contributed to reported elevation in the patient¿s lactate dehydrogenase level. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.